Event description:
It was reported that the ventilator was pulled into the MRI scanner during preparation for a pt. The user interface of the ventilator was damaged during the incident. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement",. Which was signed by the hospital. According to received information from the facility, the respiratory therapist (rt) was preparing the ventilator for use on a patient. The rt lost control of the ventilator and it was attracted to the mr scanner. The patient was not connected to the ventilator. It is not known if the wheels were locked or if the ventilator was inside the safety line at the time of the event. The ventilator was investigated on-site by our field service engineer, and damages were found on the user interface, mobile cart, batteries, and several technical alarms were found in the device logs. There was no repair of the ventilator requested by the facility. Review of the ventilator logs showed no indication of a ventilator malfunction before the event. Our conclusion is that the ventilator had the two front wheels unlocked and/or was positioned too close to the mr scanner, and that it therefore was attracted to the mr scanner. The ventilator will be repaired before it is returned to service.

Event description:
(B)(4).